Manufacturer narrative:
Block e1: initial reporter state: (B)(6) block h6: device code 2976 captures the reportable event of pancreatic stent kinked. Block h10: the returned advanix pancreatic stent was analyzed, and a visual evaluation noted that there was severe kink in many locations. The flat cover had no damage. No other issues with the device were noted. The reported event was confirmed. Based on the visual inspection, it is confirmed the stent was kinked in multiple locations. This issue is related to handling, manipulation and technique. Since the issue occurred during the procedure, maybe additional force when they tries to release the stent could contribute to the reported complaint. Therefore, adverse event related to procedure is selected as the most probable root cause for the complaint. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A labeling review was performed and, from the information available, this device was used per the directions for use (dfu) / product label.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a procedure in the pancreas, performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, the physician noticed that the stent was kinked and could not be inserted. A 4fr advanix pancreatic stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that an advanix pancreatic stent was used during a procedure in the pancreas, performed on (B)(6) 2020. According to the complainant, during the procedure and inside the patient, the physician noticed that the stent was kinked and could not be inserted. A 4fr advanix pancreatic stent was opened and successfully completed the procedure. There were no patient complications reported as a result of this event.